Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy pinnacle mom hip implant on her right hip. Patient has experienced pain, swelling, difficulty walking, standing for long periods of time, and difficulty sleeping. Due to patients chronic pain, discomfort, and other symptoms, she continues to require ongoing medical care. **update** (B)(4) 2012 - medical records and patient fact sheet received. Part/lot was provided. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2367585. A search of the complaint database finds additional reported incidents against lot code 2363320 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege:on or about (B)(6), 2007, patient was implanted with a depuy pinnacle mom hip implant on her right hip. Patient has experienced pain, swelling, difficulty walking, standing for long periods of time, and difficulty sleeping. Due to patients chronic pain, discomfort, and other symptoms, she continues to require ongoing medical care.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy pinnacle mom hip implant on her right hip. Patient has experienced pain, swelling, difficulty walking, standing for long periods of time, and difficulty sleeping. Due to patient's chronic pain, discomfort, and other symptoms, she continues to require ongoing medical care. Doi: (B)(6) 2007 - dor: unk (right side). Patient is a resident of (B)(6). Update (B)(4) 2012- medical records and patient fact sheet received. Part/lot was provided. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. Update 23 april 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets received. There is no new allegation. Doi: (B)(6) 2007 - dor: none reported (right hip).